Event description:
It was reported that the lens vaulting occurred in the pt's left eye post iol implant. The surgeon described the vaulting as the lens haptics (inferior and superior) crimped 90 degrees forward. Yag was performed and the lens was subsequently explanted and replaced with another lens of different model. According to the surgeon, capsulorhexis size was the likely cause of the event and the pt was prescribed alphagan, besivance and durrol.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.